Event description:
It was reported that an arteriotomy closure of the right common femoral artery was done with a prostyle device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a 6f sheath. Reportedly, there was difficulty completing steps 2-4, then the device would not come out of the anatomy. Force was applied to remove the device. A big tear was noted in the vessel and a 14f sheath was placed to stop the bleeding. The prostyle suture was intentionally removed from the patient and the pre-close technique was abandoned. It was further reported that a potential foot break occurred; however; a femoral angiogram confirmed that nothing was left behind in the patient. The tavi procedure was completed and a non-abbott device was used to repair the vessel and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: device code 2017 clarifier - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the device. The reported foot separation was confirmed. The location of the detached foot is unknown. The reported plunger mechanical jam and retraction could not be confirmed due plunger was not returned. The reported difficulty with the lever/foot was confirmed based on the returned device condition. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, force was used to remove the device. Per the instructions for use (IFU), excessive force used to advance or torque the perclose prostyle suture mediated closure device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent patient effects and treatment appears to be related to circumstances of the procedure. The patient effect of vascular dissection and hemorrhage are listed in the prostyle IFU as potential adverse events associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.